Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would not run and just buzzed. Therefore, the reported condition was confirmed. It was further determined that there was unknown liquid found inside the device and damaged electric motor and o-rings. The assignable root cause was determined to be due to improper cleaning/care and immersion, this was further defined as user error / abuse and possibly misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing at post-surgery before the sterilization process, it was observed that the battery oscillator device would only make high pitched noise and would not run. It was further reported that several battery devices were tried but without success. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.